Event description:
The explanting facility is a no return site therefore the explanted device has not been received for analysis.

Event description:
The patient underwent replacement generator surgery. The explanted generator has not been received for analysis to date.

Event description:
It was reported via clinic notes that the patient presented for a vns adjustment stating she feels she is having seizures all the time. The vns was checked and seen to have 11-25%. The patient's autostim and magnet outputs were increased by 25%. The doctor indicated that the cause of the seizures were unknown, and it was unknown if there were any other external factors. No known relevant surgical intervention has occurred to date. No further relevant information has occurred to date.